Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the top of the battery cap was worn and that there was moisture behind the display screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2017 with the following findings: there was unexplained pump reboots observed in the black box. The pump was returned with moisture behind the display lens. There was no damage found to the battery compartment and no moisture found inside. The returned battery cap fully tightened to the pump with no yellow o-ring visible. The pump completed a 24 hour duration test with no pump reboots duplicated. The leak test failed due to a crack pump case. The pump cover was removed and moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).